Event description:
Complaint received as follows: pt was admitted to hospital for a cardiac event requiring an emergent CABG, this was complicated by prolonged ICU course. During this stay a flexi-seal was used and the pt developed a vaginal fistula. It is unclear how long the pt had the flexi-seal device in use or how the diagnosis was made. The pt had a diverting colostomy in efforts to divert fecal stream from the fistula and allow it to heal. It is not clear if that was during her initial hospital stay or a re-admission. No additional info received on this case as the associate medical director, safety and compliance of convatec had multiple follow-ups with doctor (B)(6). This retrospectively reported serious adverse event describes a pt, who incurred a vaginal fistula when a flexi-seal device was in situ. The pt then underwent a colostomy for diversion of fecal matter. From a clinical perspective, a causal relationship between flexi-seal and this event is deemed possible because the flexi-seal device was inserted in close proximity to the location of the fistula.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2012. (B)(4).